Event description:
Reportedly, when the device advised shock and initiated charge, the display spontaneously went blank. The patient was not resuscitated. The reporter stated patient care was not affected by the discrepancy, based upon a lack of patient viability and use of the back-up device.